Manufacturer narrative:
The prograsp forceps instrument was returned with a reported complaint that does not affect functionality. No damage was found and no product issue was identified. The instrument was placed and driven on an in-house system showing 13 uses remaining. The instrument passed grasping, recognition, and engagement tests. The instrument moved intuitively with full range of motion in all directions. Grips opened and closed properly.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the prograsp forceps instrument with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the prograsp forceps (pf) instrument could not be removed from the cannula due to a loose pin. The customer removed the pf instrument and the cannula together. No fragment fell inside the patient. The procedure was completed with no reported injury. After the instrument and cannula were removed, the customer had to press the pin to separate the instrument from the cannula. Isi followed up with the initial reporter and obtained the following additional information: the pf instrument was inspected prior to use with no issue. Port incision was increased slightly to remove the instrument and cannula together. The dislodged pin did not fall inside the patient¿s anatomy. The instrument did not collide with any other instrument or tool during the procedure.